Event description:
Litigation alleges patient suffers from pain, discomfort, and difficulty ambulating. Update (B)(4) 2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative notes indicated popping, pain, black debris, metallosis, and cup migration with loosening. Lab results from (B)(6) 2014 indicated metal ion levels that were above 7ppb. Part/lot is being added for the liner/head. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not provided. One other report was found against the 428169 lot code in a search of the complaints databases. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were received and reviewed. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Added: (facility name).